Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there were call service 064 alarms. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-oct-2018 with the following findings: a review of the black box showed call service 064 alarms. The pump powered on properly with no alarms. The rewind, load, and prime steps were performed successfully. The pump was exercised for 12 hours, and after 12 hours no call service alarms were received. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.